Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined. The reported allegation falls within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report submitted was with an incorrect date. This follow-up report is to note that it should have reflected a date of 02/20/2019.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter.